Manufacturer narrative:
Results of investigation: vyaire medical field service representative (fsr) went on site to check and inspect the device. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. No functional or performance issues were found in fa lab investigation as well even though logs shows the failure. The exact root cause is not established. As a resolution, tech support determined that main board needed to be replaced. Arrived on site to perform repair. Replaced main board. Vent passed calibrations, 2 point o2 calibration, circuit test and verification and performs within OEM specs.

Manufacturer narrative:
H3:81. Other: the suspect device has not been return for investigation. Vyaire ts approved scheduled warranty evaluation of the device. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista had a red alarm,stopped ventilating and then the screen went blank. The issue occurred during patient-use, the device was removed and the patient had to be manually ventilated.at this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.